Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a cracked case at the reservoir tube window corner, a missing reservoir tube o-ring, a missing end cap sticker, a stained serial number label, and broken battery tube threads.

Event description:
The customer reported via phone call that she does not have the label on the back of the insulin pump. Customer stated that she needs a battery cap because it is broken and the battery won't stay in. Customer stated that she may have dropped the battery cap. Customer was advised to disconnect from the pump. Customer stated that a piece is missing by the battery compartment. Customer stated that the battery cap is also damaged and there are 3 scratches on the screen. Customer saw the sensor graph but she does not wear the sensor. Customer was assisted with turning off the sensor feature in the pump. Customer's last blood glucose level was 111 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.